Event description:
(B)(4). This spontaneous report was received from a physician via a sales rep on (B)(6) 2007. A physician report that a female pt who received injectable poly-l-lactic acid (sculptra) (lot number and expiration date not provided) came to see her complaining of a small bump under her eye which she believes is a result from injectable poly-l-lactic acid. No further relevant info reported. Additional info for sculptra (lot #/ exp date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable. Addendum for follow-up received on 27-nov-2007: (B)(4) received questionnaire from consumer's physician. The physician reported that this (B)(6) female pt received therapy with poly-l-lactic acid (sculptra) for an indication of cosmetic use. The physician reconstituted the poly-l-lactic acid with 5ml of sterile water and 1.5 ml of lidocaine. He proceeded to inject it into the pt's infraorbital (0.5 ml) and malar (0.8 ml) areas as well as her temples (1ml). Therapy dates include; (B)(6) 2006. The doctor stated that the pt developed late onset nodule formation at her infraorbital and maler areas from poly-l-lactic acid. No biopsies were taken and no treatment measures were implemented but the physician did use hyaluronic acid (restylane) in the "tearthroughs" on (B)(6) 2007. No additional relevant medical info reported. Addendum for follow-up received from a physician on 18-jan-2008: a health care professional data collection form, sculptra adverse event form-nodules and medwatch were returned. Medical history was confirmed as "healthy," and pt (pt) has no known allergies. The pt received 3 treatment sessions with poly-l-lactic acid (sculptra) for the indication of lipoatrophy. Dates confirmed: first dose (B)(6) 2006, last done (B)(6) 2006. Injections were given in the infraorbital, malar and temple regions and above the lip bilaterally. A total of 2 cc's were administered in each session. Poly-l-lactic acid was reconstituted with 5ml of sterile water and 1.5ml of lidocaine. Injections were reported as follows: 0.8 cc total was injected infraorbitally (previously reported as 0.5cc), 0.5cc total was injected in the malar area (previously reported as 0.8cc), 0.2cc total was injected above her lip and 1cc total was injected into her temples. The product was massaged by the provider and the pt for 5 days. Approx one yr after her last treatment. The pt developed multiple late-onset nodules in all locations except her temples. Infraorbital nodules measure approx 3mm, malar nodules measure 1/2 cm to 1cm and nodule above the lip is 1/2 cm. Date of event was reported as (B)(6) 2007. Event reported as ongoing at the time of this report. A biopsy was not taken. The physician's assessment of causal relationship for the event of nodule formation from product is possible.

Manufacturer narrative:
(B)(6).